Manufacturer narrative:
Sc-2218-70 (B)(4). Device evaluation indicated that the leads shifted laterally and patient was not getting the coverage desired. Visual inspection found the lead was cleanly cut. The device damage was similar to the typical explant damage and was not considered a failure. Sc-2218/70 (B)(4). Device evaluation indicated that the leads shifted laterally and patient was not getting the coverage desired. Visual inspection found the lead was cleanly cut. The device damage was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient had an inadequate stimulation due to the leads migrated. The patient underwent a revision procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5055028, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient had an inadequate stimulation due to the leads migrated. The patient underwent a revision procedure.